Manufacturer narrative:
As this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of 40 for this event. As the lot number for the device was provided, a review of the device history record will be performed. The return of the sample is pending, however, photos were provided for review. Therefore, the investigation of the reported event is currently underway. (Expiry date: 03/2022).

Event description:
It was reported that prior to biopsy procedure, the packaging of the device was allegedly cracked and damaged. There was no patient contact.

Manufacturer narrative:
H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of 40 for this event. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Four electronic photo was reviewed. All the photos shows the crack in the package of the encore probe. Based on the photo review the reported crack on device package can be confirmed. A definitive root cause could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 03/2022), g3 h11: h6 (result and conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported that prior to biopsy procedure, the packaging of the device was allegedly cracked and damaged. There was no patient contact.